Event description:
It was reported that the rigid videoscope had a white image with a bright overlay in two-dimensional mode, and when in three-dimensional mode, the color was very pale and had a brighter overlay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore flare or ghost occurs on the image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had a white image with a bright overlay in two-dimensional mode, and when in three-dimensional mode, the color was very pale and had a brighter overlay. There were no reports of patient harm.